Event description:
It was reported that the pain had a revision (date or reason specified). Subsequently, the pt felt a sharp pain at the anchor location in the neurostimulator pocket. The pain occurred when the device was turned on or off. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).